Manufacturer narrative:
H6: evaluation: visual inspection of the lens showed one haptic was torn and there was evidence of surgical residue. An mtc-60c fp cartridge, lot number 1199167, was returned, and appears unused. Sfc-25 fp cartridge was not returned for evaluation.

Event description:
The nurse stated a toric silicone lens model aa4203tf tore during insertion. The lens was implanted and removed without patient injury. The nurse stated the msi-tr injector, lot number unknown, and the sfc-25 fp cartridge, lot number 1169641, were used during surgery. The nurse was aware that the incorrect cartridge was used with this particular lens and injector that was used. The nurse also wanted to confirm that the mtc-60c fp cartridge is the recommended cartridge to use with the toric silicone lens and msi-tr injector.